Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified chemotherapeutic solution. After therapy was completed and while the tubing set was being flushed with saline, the customer contact reported the tubing separated from the clave y-site. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.